Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported that on (B)(6) 2010, the aviva system gave a result of 128 mg/dl at a time when she was symptomatic of hypoglycemia. A retest result from the same system 3-4 minutes later was 60 mg/dl. She was extremely shaky, had to sit down, the room started to spin and turn dark. She passed out, thinks she might have had a seizure (said the dr does not think she had a seizure). Son called emts, who treated her with an IV, transported her to hospital. She was admitted for 3-4 days. Customer said she lost her meter, strip information from that day is not available.